Manufacturer narrative:
(B)(4). The reported complaint that "pump cut off while in use on battery" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump cut off while in use on battery". The patients current condition is reported as "stable". No additional information from the customer is available at the time of this report.

Event description:
It was reported "pump cut off while in use on battery". The patients current condition is reported as "stable". No additional information from the customer is available at the time of this report.

Manufacturer narrative:
(B)(4).